Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis that led to draining issues. In an additional call, a pd nurse reported that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. Per the nurse, a pd culture was obtained (the same day) which had an elevated white blood cell (wbc) count (result 735) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin (1 gram) intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the event. The nurse stated the draining slowly issue was likely caused by the cloudy effluent from peritonitis. It was reported that the patient continues pd treatment with the same cycler without any further issues. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique (patient not wearing a mask) during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. As no information was found in the patient order history system, a device history records (DHR) was not performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique (patient not wearing a mask) during the pd exchange, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis that led to draining issues. In an additional call, a pd nurse reported that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. Per the nurse, a pd culture was obtained (the same day) which had an elevated white blood cell (wbc) count (result 735) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin (1 gram) intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the event. The nurse stated the draining slowly issue was likely caused by the cloudy effluent from peritonitis. It was reported that the patient continues pd treatment with the same cycler without any further issues. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique (patient not wearing a mask) during the pd exchange.